Event description:
Medtronic received info that this bioprosthetic pulmonary valved conduit, implanted 7 years, was stenotic due to pannus overgrowth at the leaflet level. At re-operation one leaflet was identified as being fused with the pannus overgrowth. It was also reported that during the operation, a cyst, and thrombus was found on the conduit. Two leaflets, the pannus overgrowth, and the anterior wall of the conduit were removed. The right ventricular overflow track (rvot) was enlarged with a dacron patch and the remainder of the conduit remains implanted.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned to medtronic for evaluation, however, return is anticipated. Manufacturing records verified that the product met all design and manufacturing criteria at the time of release. Upon receipt of the conduit and completion of analysis, a f/u report will be submitted. Conclusion: without the return of the conduit for evaluation, no definitive conclusions can be drawn regarding performance. At the time of the operation, reduced performance was attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition.